Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the table and confirmed the table would not respond to user commands. The technician identified the table's power supply, fuse cartridge and control batteries required replacement. The technician inspected the 3085 sp hand control and found the hand control battery indicator was illuminated, indicating that the table batteries were in need of being charged. The technician reviewed this hand control feature with the facility staff to ensure they were aware of when the table control batteries were in need of charging. The technician performed the necessary repairs, tested and confirmed the table was operating to specification and returned the table to service. The table subject of the reported event has been in service since november of 2005 and is not under a steris service contract. The table is maintained by a third party service provider who is responsible for ensuring that maintenance procedures are performed regularly at the intervals indicated in the 3085 sp operator manual.

Event description:
The user facility reported that at the conclusion of a procedure, with a patient positioned on the table, the table did not respond to user commands. The facility staff transferred the patient to another table and successfully completed the procedure. No injuries were reported. A procedural delay was reported due to the transfer of the patient to another table.